Event description:
It was reported that there was a leak in the tubing of a homechoice cassette. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was instructed to start antibiotics as a pre-cautionary measure. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.